Manufacturer narrative:
Zoll medical corporation has not rec'd the product for evaluation and this complaint and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device display blanked out. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.